Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that in (B)(6) 2016, the patient was having issues with his device and was in the hospital for 9 days. The stimulation was turned up too quickly and medications were taken away too fast which resulted in the patient experiencing convulsions, tremors, and dyskinesia. The patient was on strict meds but reported he was ok now; "everything was fixed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.